Manufacturer narrative:
Age at time of event: patient is in his (B)(6).

Event description:
It was reported that the device rotation was inadequate. A 2.4mm jetstream xc catheter was selected for a left in-stent restenosis (isr) atherectomy procedure. During preparation, the device primed as it should. During the procedure, the device did not sound like it was cutting as the pod was very quiet. All fluids flowed and there were no error messages. The physician removed the device from the patient's body and the procedure was completed using another jetstream device. No patient complications have been reported.